Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of heparin (25,000 units in 250 ml). The heparin was intended to infuse at a rate of 8ml/hour. However 250ml was delivered over approximately 35 minutes. The patient was monitored and received protamine doses for reversal.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that there was an over infusion of heparin (25,000 units in 250 ml). The heparin was intended to infuse at a rate of 8ml/hour. However 250ml was delivered over approximately 35 minutes. The patient was monitored and received protamine doses for reversal.